Event description:
Customer is having issues with the insulin pump. Customer states that the insulin pump alarms during prime process. The blood glucose reading is 416 mg/dl. The insulin pump will be replaced

Manufacturer narrative:
Unit alarmed a33 during the prime/a33 test due to faulty fsr. (Gold) unit was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked on battery tube threads.